Event description:
The patient reported the surgeon implanted an implantable collamer lens in the patient's left eye (od). The patient reported having lost vision due to the surgical iridectomy and development of a cataract.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The patient underwent successful stent assisted angioplasty of the m2 segment inferior division of the right middle cerebral artery. Immediately post procedure, angiographic runs did not demonstrate evidence of any major distal intracranial vessel dropout, contrast extravasation or dissection. The patient woke up clinically stable in the recovery room. Post admission to the intensive care unit (ICU), the patient experienced worsening dysarthria and subsequently became unresponsive. A CT scan revealed a large right-side intracranial hemorrhage with intracranial extension. Due to hydrocephalus an emergent external ventricular drainage (evd) was placed and elevated intracranial pressure prompted hypothermia. Keppra was administered (dose unknown) for seizure, and the patient was maintained on pressor support (unknown drug type and dose administered). The patient's condition continued to decline, and six days post the index procedure, the family decided to withdraw care. The patient expired early morning the same day. The physician believes that the intracranial hemorrhage was possibly due to a reperfusion hemorrhage. In addition, the autopsy report identified the primary cause of death as an acute respiratory distress syndrome (ards) versus septic shock along with a secondary cause of death of a spontaneous massive right intracranial/intraventricular hemorrhage.

Manufacturer narrative:
(B)(4). The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultralink meter read inaccurately high. The patient tests her blood glucose 6-8 times a day. She manages her diabetes with sliding-scale novolog insulin based on her meter readings and carbohydrate intake. The patient could not recall what date/time the alleged issue began. The patient alleged that she developed symptoms of feeling sick and tired after taking too much insulin based on a meter reading. The patient was unable to recall what specific meter reading she based her insulin dose from. She also could not recall how much insulin she took. Due to the symptoms, the patient claimed that she was treated with IV glucose in an emergency room (ER). Upon admission to the ER, the patient claimed that her blood glucose level was at "20 mg/dl." She was reportedly hospitalized for a "few hours." In another case, the patient claimed that she obtained a result of "270 mg/dl" on the reported device and "243 mg/dl" on another meter obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30% and/or <=30 mg/dl. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms and received IV glucose treatment from an ER after taking insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k073231.